Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a nrg rf needle was selected for use during a mitra clop procedure and a perforation was noted. During transseptal puncture for a mitra clip procedure, a perforation was caused by boston scientific puncture needle. After transeptal puncture, the patient's blood pressure decreased by approximately 60 mmhg, so the cardiac team attempted surgical drainage. The entry point was noted through the right atrium via an echocardiogram and treatment was performed. After the blood pressure stabilized, the surgery was resumed. The mitra clip was placed on the a2p2 and the mr was reduced to less than a grade 1. After evacuating the mitra clip steerable guide catheter from left atrium, the echocardiogram showed a large hole in fossa. There was no treatment required for the hole in the fossa and it was not related to the adverse event. The hospital discarded the reported device, and the patient has been discharged. Boston scientific baylis needle: 1. Model nrg-e-hf-71-c1-j, lot:ngfb121222 and 2. Model nrg-e-hf-71-c0-j, lot:ngfd310723.